Event description:
It was reported that a new lead was implanted with test stimulation resulting in good coverage of patient's pain pattern. Upon connecting the lead to existing extension, impedances were "all still out of range high." A new extension was implanted and connected to the existing implantable neurostimulator (ins). Multiple impedance testing resulted in high values again. It was also reported that a fluid was emanating from screw ports of the ins each time tightening set screws was attempted. The old lead and extension were replaced, but high impedances remained. Patient status at time of this report was noted as alive with no injury/no adverse event. It was stated that the patient would need an ins replacement which had not been scheduled yet. Patient symptoms/complications were noted as less than 50% therapy relief. The location of symptom/issue was at the left side implant. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial# (B)(4)) found no anomaly. Analysis of the stimulator plug accessory found no anomaly.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot # unknown, implanted: (B)(6) 2013. Product type: lead: product ID 748925, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2013. Product type: extension: product ID 7489-40, serial# unknown, implanted: (B)(6) 2013. Product type: extension: product ID 389033, lot# j0424859v, implanted: (B)(6) 2004, explanted: (B)(6) 2013. Product type: lead. (B)(4).

Event description:
Additional information received reported the implantable neurostimulator was explanted and replaced. The patient recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.